Manufacturer narrative:
The product was not returned, so through investigations could no be performed. The actual root cause for the reported event could not be determined.

Event description:
Screw broke during insertion into the bone surgeon completed the procedure using a spare product.